Event description:
The cable could not be tightened due to insufficient tension. The tightener was observed to be bent. There was no adverse consequence for the pt or delay in surgery or anesthaesia time.

Manufacturer narrative:
The results of the eval perfomred suggest that this event was attributed to a combination of misuse and/or insufficient strength of the device to withstand excessive loading. Corrective action has been taken to improve the strength of the device.